Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds with intermittent capture during implant. Attempts to reposition the lead did not resolve the issue. The lead was removed and replaced with a competitive product. No adverse patient effects were reported.